Manufacturer narrative:
Concomitant medical products: 5068-45 lead ,implanted on (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their left ventricular (lv) lead in the left abdominal area every capture management paced event. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.